Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v817056, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the patient states that she had a job that she was lifting really heavy stuff for the first 8 months. The patient was building pallets and lifting 75 pounds and under. The patient states that more than half her "leads" were not working. It was possible the patient meant her electrodes have not been working. Device was reprogrammed by nurse at healthcare provider office. First issue occurred around the first of the year. Second issue occurred the day before reported event date, the patient states she started lifting 95 pounds above her head and building again and she was asking if problems can occur with leads. The patient states that 3 programs were maxed out and she didn't feel stimulation. The patient states only one program was working where she feels stimulation and it was working.

Event description:
It was reported that the patient reports a loss of therapeutic effect. The patient states that they noticed 2 days ago that she started having more accidents. The patient reports wetting their bed 5 times. The patient reports no stimulation sensation. The patient states that typically they cannot feel their stimulation all the time but if they increases stimulation then they can feel it but when they try to increase their stimulation they feels nothing. The patient was wondering if their stimulator battery was depleted. The patient does not have a current healthcare provider.